Manufacturer narrative:
Heartsine evaluate the device and verified the issue. Heartsine determined a damaged pogo pin related to user mishandling and improper storage of the device was the cause of the issue. Per protocol the device was scrapped and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device cannot be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device cannot be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.